Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to user technique. The reported poor image resolution was due to difficulty imaging. Lastly, the reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was difficult however one clip was successfully implanted. A second clip delivery system (cds) was advanced to the mitral valve. Post deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). It was determined that likely only the tip of the posterior leaflet had been inserted. An additional clip was implanted to stabilize the slda clip, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.